Event description:
Pt was having a surgical procedure. The stapler ceea did not function as anticipated. It took more torque to get it to the "green zone". The normal tactile sensation was not felt and the sound the device normally makes was not heard. The device was withdrawn and had tissue in it. The stapler may have malfunctioned.